Event description:
Affiliate reported that in 2008, under drainage was noted and the doctor changed the pressure lower from 80 mmh2o to 30 mmh2o, but the situation did not change. The doctor used neodymium to control pressure, but the device would not reprogram. Approx three months later, the patient's condition did not improve and the device needed to be replaced. It was implanted approx six and a half months earlier, and replaced approx two and a half months after the original date.

Manufacturer narrative:
Historically, for complaints of this nature, examinations of the valves have revealed the presence of biological debris within the devices which have interfered with their programming and/or pressure control mechanisms. The biological debris had caused the returned valves to fail the programming and/or pressure tests and appears to have caused the difficulties experienced by the customers. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further info regarding the cause or mode of failure is made available. Otherwise, the complaint is considered to be closed at this time.